Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user reported difficulty raising their bg above 70 mg/dl. Despite eating, their bg remained low, leading to hospitalization. The hospital paused and resumed the pump throughout the day to help manage bg. The patient's bg was consistently low, and they had to eat frequently. The patient was discharged after treatment and reconnected to the ilet.